Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, dr. (B)(6) stated that patient reported tibial pain at ~4 mo postoperatively. During subsequent revision of the tibial component, he reported that it was difficult to remove the tibial baseplate likely due to some early bone growth around the tibial component.